Event description:
A customer reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, which were related to an occlusion issue that occurred earlier in the day. There was no adverse impact on the customer's blood glucose levels, as their levels did not exceed 500 mg/dl or read "high" on the cgm. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin delivery. Despite these efforts, the customer expressed ongoing dissatisfaction and requested a replacement pump due to recurring issues. After troubleshooting, it was agreed to proceed with a replacement of the current mobi pump. The customer agreed to continue using the mobi pump until the replacement arrived, and all necessary arrangements for the replacement were made, including the shipment to their address.